Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment, however, failed to cross the lesion. Furthermore, a flaring was observed at the stent edge. The procedure was completed with another of the same device. There were no patient injuries reported.